Event description:
A customer reported that the cartridge was not fitting properly on the pump due to an o-ring being present on the pneumatic tap. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer, guided by technical support, inspected and cleaned the pump's pneumatic tap area and successfully reloaded the original cartridge, allowing them to resume insulin therapy without further issues.